Manufacturer narrative:
Received lot information and customer samples on 12/18/2007. Investigation results will be submitted in a supplement report.

Event description:
Dressing rolls off, often without being noticed. Sometimes when the dressing comes off there is no water involved. Clothes can touch the dressing and it can fall right off. Customer said that throughout 2007, some of the iv300 dressings she used sometime came off after only 1 day and left adhesive on her skin. This adhesive was hard to remove. Most of the time she noticed this after she bathed and the dressing was wet or damp. Sometimes the dressing came off and left adhesive on her skin when it was dry. She only had the lot number from the last box she used. Outcome attributed to adverse event: cannula dislodgement; elevated blood sugar.